Event description:
Consumer called stating that the legs on her 3920-2 quad cane are allegedly uneven. The consumer resides at a facility, (B)(4). No injury alleged. The malfunction has not been confirmed.